Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On (B)(6) 2023, the pediatric patient developed a skin reaction with underneath sensor pod area. The patient was taken to the hospital on (B)(6)2023 and was prescribed calpol (oral paracetamol over the counter) and antibiotics. The area was prepared with soap and water before placing the sensor on the body. At the time of the report, the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.